Manufacturer narrative:
Insulin pump was received with cracked battery tube threads, cracked reservoir tube window, cracked case at display window corner and minor scratches on lcd window. Insulin pump had moisture damage found on keypad traces. No moisture damage found on electronic assembly and motor. Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was cracked at the battery compartment and under the button pad and by the reservoir compartment. He stated that the insulin pump integrity was compromised by water while on an atv trip. He stated that he had a low blood glucose event that required a glucose shot from the paramedics but that he was not hospitalized. The blood glucose reading at the time of the report was 115 mg/dl. Nothing further was reported.